Event description:
It was reported that the pump miscalculated boluses. The customer experienced a low blood glucose (bg) level of 44-54 mg/dl. Customer required assistance and was given juice by school nurse. Tandem technical support was able to review the pump logs and determined too large of a bolus was given, resulting in the low bg. The pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.